Event description:
While pushing air out of syringe with filter pro in place, air and blood escaped syringe. The filter pro was dislodged, causing approx 3cc's of blood to splatter into environment and onto this person's skin and mucous membrances.